Manufacturer narrative:
The user complained that he gets no better signal than low and many no signal in a day. Per the case notes, the user is unable to maintain a stable connection between the transmitter and the sensor, even after receiving a new transmitter. The review of the alert history confirmed that the user frequently had no sensor detected alerts.the sensor was placed 12 mm near the transmitter and there was no signal detection from the app and an excellent but unstable signal when the sensor was held right against the transmitter. This is indicative of intermittent communication and power transmission from the sensor antenna.

Event description:
Senseonics was made aware of an incident where the user complained of receiving low to no signal from the sensor. The sensor was inserted on (B)(6) 2025 and the issue began in (B)(6) 2025 with having difficulties placing the transmitter to get a stable signal. A transmitter replacement did not resolve the issue and the user was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor. The issue did not lead to any adverse event nor caused any patient harm.

Manufacturer narrative:
The sensor is being requested to be returned back for further evaluation. Investigation results along with the final conclusion will be submitted in supplemental report.